Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per siris 2024 report, the following revisions were reported: this is for 4 revisions of restoris pka.